Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the patient presented for device check in intrinsic rhythm. Upon check device had no output, no telemetry, and no magnet response. The device reportedly depleted early based on settings. No patient complications were reported as a result of this event.